Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, proglide device was used in the axillary artery. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: the perclose proglide smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Without the device returned for analysis and specified failure mode, a conclusive cause for the insufficient information could not be determined. The patient effect of hemorrhage is listed in the electronic proglide IFU, as a potential adverse event associated with the use of the device. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B3: the date of event is estimated. D4: the UDI is not known as the part and lot number were not provided. H6: medical device problem code 1494 clarifier - incorrect anatomy manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number. Article attached, titled "successful management of a bleeding complication during transaxillary transcatheter aortic-valve implantation: a case report".

Event description:
The following information was received via literature review. It was reported that suture placement in the left axillary artery was done with two proglide devices using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The tavi procedure was completed using a 14f sheath. Reportedly, post procedure, there was partial closure device failure with the pre-placed proglide sutures significant residual bleeding occurred. A non-abbott covered stent was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.